Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that bilateral arteriotomy closures of the moderately calcified right common femoral (rcfa) and the left common femoral artery (lcfa) was attempted using proglide devices via a 6fr and 7fr sheath, after a "kissing" stent procedure. Reportedly, the proglide was successfully used to achieve hemostasis on the rcfa. When attempting to removed the proglide device from the lcfa it became stuck in the patient anatomy. The metal part was separated from the black part, only being connected by a tiny-slim metal thread. When this happened the foot deployed without actively opening the foot and was unable to close the foot, even using a clamp. A vascular surgeon was able to remove the entire proglide device with the foot in the open position; however, a part of the foot was broken and did not remain in the patient anatomy. A prostar xl device was used to achieve hemostasis in the lcfa. A femostop was also placed and the patient was admitted to the hospital overnight. A small hematoma at both access sites developed with no treatment being required. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported guide detachment and foot detachment were confirmed. The reported difficult to insert into the patient anatomy, difficult to remove and foot retraction issue could not be replicated in a testing environment as they were likely related to procedure circumstance. The reported difficulties and subsequent treatment appear to be related to procedure circumstance. The reported patient effect of dissection is a known inherent risk of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4).